Event description:
Event description cpi received information that during a replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead was accidentally cut. The physician elected to replace the lead with a new endotak lead.